Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of a sickle knife broke off in a patient's nose during operation. The tip was too small and could not be recovered. Since the tip could not be retrieved, the case is deemed as reportable.